Event description:
Caller reported a pump malfunction. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged to send a replacement pump, and the customer was instructed on returning the faulty pump and how to manage the replacement upon arrival. The customer acknowledged and understood all instructions, and the current pump would continue to be used until the replacement arrived.